Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence with intrinsic sphincteric deficiency and pelvic relaxation with cystocele. The procedure performed was a transobturator sub urethral sling with mesh aligned transobturator urethral support system, cystoscopy, and anterior colporrhaphy. The patient underwent an additional procedure on (B)(6) 2007. The preoperative diagnosis was partial urinary retention. The procedure performed was a revision of to sling with cystoscopy.